Event description:
It was reported that the patient experienced a loss of therapeutic effect and acute pain. The patient felt stimulation in the wrong location and stimulation was very faint. The patient was admitted to the hospital for 24 hours about 2 weeks ago due to acute abdominal pain. The patient was given valium at that time to place in her vagina to calm the spasm she experienced. On (B)(6) 2012, the patient was again admitted to the hospital for acute abdominal pain. Both of the patient's implantable neurostimulators (ins) were confirmed to be on with the patient programmer. Follow-up information indicated the patient was discharged from the hospital on (B)(6) 2012 and had visited her physician's nurse practitioner to check the device. The findings of that visit were unknown. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-03758.

Manufacturer narrative:
Product ID 3889-28, lot# v000236, implanted: (B)(6) 2005, explanted: na. Product typ lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Product typ extension: product ID 3031a, serial# (B)(4), product typ programmer, patient concomitant system: product ID 3023, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Product typ implantable neurostimulator product ID 3889-28, lot# v000236, implanted: (B)(6) 2005,explanted: na. Product typ lead product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Product typ extension product ID 3037, serial# (B)(4), product typ programmer. (B)(4).